Event description:
It was reported that the cartridge leaked due to the connector not being attached to the cartridge before insertion into the ilet pump, which led to elevated blood glucose recorded at 401 mg/dl, and required troubleshooting and education on correct setup. Customer care provided support that included troubleshooting focused on infusion setup and use error. Investigation of this case revealed a use-related setup error that resulted in a leaking cartridge and interrupted insulin delivery, consistent with a device use problem involving the cartridge component. Symptoms included polydipsia, dry mouth and nausea associated with hyperglycemia. Outcomes included resolution after the user changed the cartridge without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper assembly.